Manufacturer narrative:
Concomitant medical products: 5568-45 lead, implanted: (B)(6) 2005; 419488 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days following implant of the cardiac resynchronization therapy defibrillator (crt-d), there was an alert for high right ventricular (rv) and superior vena cava (svc) defibrillation impedance due a grommet/set screw problem with the crt-d. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days following implant of the cardiac resynchronization therapy defibrillator (crt-d), there was an alert for high right ventricular (rv) and superior vena cava (svc) defibrillation impedance due to the setscrew not being tightened on the crt-d. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.